Event description:
An aquaguide access sheath was used to gain access from outside the body directly to the middle of the ureter. The rather large kidney stone was blocking access to the collecting system and the ez glide guide wire became lodged between the stone and renal pelvic junction. Numerous attempts to free the wire and stone failed. Upon removing the guide wire, a small piece of the outer hydrophilic - coating of the wire was stripped from the wire and retained in the patient. The surgery ended to give the ureter time to heal. The patient returned to surgery on (B)(6) 2010 for removal of retained outer coating and kidney stone. Initial incident was not reported by staff at the time of occurrences as this was an intentional retained foreign body.